Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of recently low blood glucose results (in the 60's and 70's mg/dl). Caller states that she usually runs a little higher but would not state how much higher; would not state the expected result. No adverse event reported.